Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
The reported problem of a skin irritation was confirmed. A us distributor reported that a (B)(6) patient had a skin irritation under the lifevest. The irritation is described as itchy. Patient reports having weak and sensitive skin. There is no indication of treatment of the irritation by a medical professional, but the patient reported using a prescribed ointment and baby powder on the irritation. During a follow up, the patient reported that the irritation symptoms worsened. Reporting out of the abundance of caution.